Event description:
During a colonoscopy, the physician used cook endoscopy captura biopsy forceps with spike to remove a cecal polyp. The user reported, the forceps created tearing of the tissue and bleeding. The bleeding observed did not require any medical intervention. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The lot number involved in this report was requested from the initial reporter but was unable to be provided. After a review of the account ordering and shipping history, we confirmed the lot number involved is either w2471836 or w2689061. The expiration date is either 12/12/2010 or 5/14/2012. The manufacture date is either 12/12/2007 or 5/14/2009. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. The possible lot numbers of the product said to be involved were used to review the device history records. After a review of the device history records for the possible lots, we can report no discrepancies or anomalies were noted. We could not conduct a sample test from these lots because none of the product from these lots remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection to verify product integrity. A review of the device history record for the possible lot numbers confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate internal personnel have been informed of this type of occurrence and this was brought to the attention of the quality review board (qrb). No further action warranted at this time because the reported occurrence could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.